Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that displayed as "high", although specific value were not provided. Reportedly, the customer had nausea and vomiting. Cause was not known. A correction injection via manual insulin therapy and a supply change were done to address high bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.